Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient was presented in-clinic. Upon interrogation, high pacing lead impedance was observed in the right ventricular lead. Loss of capture was also noted. The patient is not pacemaker dependent and will continue to be monitored.